Manufacturer narrative:
Manufacturer reference number: (B)(4) .reference manufacturer report # (B)(4), (B)(4), and (B)(4) for additional devices used in the same case. User facility listed in e1. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during an endoscopic sigmoid resection procedure. Immediate bleeding intrarectically after applying two reloads at distal rectosigmoid. Conservative therapy did not work and lead to persistent bleeding for which blood coagulantia locally and IV were needed. There was blood loss of over 500 cc's.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the staple line was oversewn to stop the bleeding. The device user was able to eventually control the bleeding.

Manufacturer narrative:
(B)(4).